Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-2218-70, (B)(4), model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient lead had migrated. The patient underwent a lead explant procedure.